Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. Rational: unfortunately, due to a lack of data and without the product, we can not determine the exact cause. There is the possibility that these are not aesculap implants. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going . Device not returned.

Event description:
Country of complaint: USA. Original surgery was done (B)(6) 2016. When the patient visited the office, dr. (B)(6) noticed that the implants had loosened. Revision surgery date is unknown at this time. No patient injury. No actual delay in surgery, only revision surgery required. Additional intervention mentioned in complaint is revision surgery, which we don't know the date at this point in time.